Manufacturer narrative:
The returned device was received, visually inspected, but due to nature of complaint; not functionally tested. Immediate evidence of a blade exit during procedure was observed. Blade was stuck in closed position and showed heavy fragment blade damage and heavy gall / strike marks on upper rim of cutting window. This finding is indicative of too much force being applied to distal tip of trd while cutting pathology; which typically can lead to blade exit, and severe blade damage or blade fragmentation as shown. This finding / event appears to be user related. Every myosure disposable device is tested for proper function prior to final qa release. Devices are also 100% visually inspected for blade damage prior to final release. This observation will be monitored and trended. The returned device was received, visually inspected, but due to nature of complaint; not functionally tested. Immediate evidence of a blade exit during procedure was observed. Blade was stuck in closed position and showed heavy fragment blade damage and heavy gall / strike marks on upper rim of cutting window. This finding is indicative of too much force being applied to distal tip of trd while cutting pathology; which typically can lead to blade exit, and severe blade damage or blade fragmentation as shown. This finding / event appears to be user related. Every myosure disposable device is tested for proper function prior to final qa release. Devices are also 100% visually inspected for blade damage prior to final release. This observation will be monitored and trended. Device history record (DHR) review was conducted for the reported identification number. The lot 16d06ra was released meeting all qa specifications.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2017, the physician heard a "snapping sound" and the device stopped working. The physician noted there was a "small 2 mm chip of the blade noted within the endometrial cavity". The procedure was aborted and the physician was unable to retrieve the piece by "versascope / curette". There was no perforation. The patient was admitted into the hospital overnight and underwent an x-ray of the pelvis which revealed a "2 mm piece of metal in the pelvis". The patient received oral antibiotics. The patient is stable and doing well.